Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign object inside the nozzle, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, flexible tube of the insertion section crushed, scratches found on the operation part, dirt on operation part that was difficult to remove, scratches found on switch box, scratches on operation unit cover, scratches on the up/down knob, scratches on up/down angle fixing lever, scratches found on right/left knob, scratches found on the grip, forceps plug cap scraped, scratches found on universal cord, due to handling, the ole dome on the operation side of the universal cord discolored, scratches on scope connector side of the universal cord, scratches on the scope connector cover, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis exera lll gastrointestinal videoscope having defective drainage. Upon inspection and testing of the customer returned device, foreign material was found in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the scope nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.